Manufacturer narrative:
(B)(4) suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for an unknown amount of time. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), product return and retains analysis. ¿ the DHR was not reviewed as the lot number was not available. ¿ trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. ¿ trending analysis by lot number was not reviewed since the lot number was not available. ¿ the sra indicates the risk associated with a quality problem with no impact to safety is "low." ¿ the suspect bi was not available for return or evaluation. ¿ the retains testing was not performed since the lot number was not available. Insufficient information was available to determine an assignable cause. The lot number was not available so the retains product was unable to be evaluated and the suspect bi was not received for evaluation. Therefore, the suspect bi could not be evaluated for signs of user error that could lead to a positive bi result. The issue will continue to be tracked and trended.